Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's hard disk drive was evaluated and replaced. The calibration files were then reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported intermittent instances with their system printing the wrong image despite correct thumbnail being selected. No patient serious injury or death was reported related to this event.